Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent disposable biopsy procedure using magnum needle. Prior to the procedure, it was reported that during evaluation of the lot sample, contamination was identified. There was no reported patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: seven sealed magnum biopsy needles was received for evaluation. There appeared to be an unknown substance within the sealed packaging. Upon visual and microscopic observation, an unknown substance was noted within the sealed packaging. During functional testing, due to the complaint reporting contamination no functional testing was performed. Therefore, the investigation is confirmed for the reported device contamination as an unknown substance within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material issue is related to manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent disposable biopsy procedure using magnum needle. Prior to the procedure, it was reported that during evaluation of the lot sample, contamination was identified. There was no reported patient contact.